Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot number 30156833l, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter procedure and suffered cardiac tamponade requiring pericardiocentesis. At the beginning of the procedure, ultrasound revealed a small pericardial effusion. The procedure continued, and transseptal access was achieved and the physician proceeded to go transseptal and continue with pulmonary vein isolation (pvi). About 70 % of the ablation procedure was completed when the ultrasound catheter showed a large pericardial effusion. The patient decompensated and pericardiocentesis was performed and 500 cc of fluid was removed, and patient¿s blood pressure recovered. The patient stabilized and the case was canceled. The patient was transported to the intensive care unit (ICU) in a stable condition. Extended hospitalization was required. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, and the patient¿s condition may have also contributed. Transseptal was performed during the case. There was no evidence of a steam pop. The flow settings were set at the standard default settings. No error messages were observed on biosense webster, inc. Equipment. The force visualization features that were used were graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3 mm for 3 sec, 25% at 3 g, 2 mm tags. There were no additional filters used with the visitag module. The impedance colored option was used from 5-10 ohms.